Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: seven blood glucose (bg) values ranging from 40-79 mg/dl were entered into the pump by the user on (B)(6) 2018 with 5 minutes. Continuous glucose monitor data was not available. Two food boluses were delivered by the user within 20 minutes for a total of 23.05 units prior to the low bg. The second bolus was delivered without entering a current blood glucose level and still having insulin on board. There were no erratic basal rate adjustments. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. To treat the low bg level, the customer consumed ice cream and pizza. Review of the bolus history showed that the customer delivered two bolus requests totaling 23.05 units; however, the customer reported that the amount of bolus was "unusually" high for the customer. The customer's pump settings verified that the carbohydrate ratio was accurate from the settings provided by the health care provider (hcp). Recommendation was made to discuss diabetes management with hcp.